Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Blood glucose was not impacted. During troubleshooting, the issue was confirmed, and the pump was replaced. The customer reverted to an alternate method in insulin therapy.